Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and manufacture date for the composix kugel mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient had a composix kugel implanted to repair a hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair defects associated with the composix kugel patch and had it removed during the procedure. The surgeon allegedly spent approximately two hours dissecting and removing the defective mesh. The patient also suffered from an obstructed bowel in the process. The attorney alleges the patient has suffered and will continue to suffer physical pain, and was seriously and permanently injured. Addendum per legal complaint attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch(device #1) on (B)(6) 2008. It is also alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch(device #1) and the ventrio st(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The updated information is limited to the addition of a bard/davol ventrio st. . Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2).

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. As to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration date and manufacture date for the composix kugel mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this is an addendum to the initial MDR to document additional information provided by the patient's attorney. The updated information is limited to the addition of a bard/davol ventrio st. Addendum #3: this supplemental MDR is submitted to document additional information provided: based on the information provided, no conclusions can be made as to the extent to which the composix kugel mesh may have contributed to the patient¿s postoperative course. This is a patient with a complex medical/surgical history significant for obesity, colon cancer and multiple abdominal surgeries, including previous hernia repair. Medical records indicate the composix kugel mesh was explanted during the 2016 procedure. However, following this procedure the patient developed an abdominal wound infection and during a subsequent debridement procedure in (B)(6) 2017 it is noted that a piece of ¿gore-tex¿ mesh was removed, indicating that a remnant portion of the composix kugel mesh was later explanted. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." Updated field: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10 this supplemental emdr represents the composix kugel mesh (device #1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient had a composix kugel implanted to repair a hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair defects associated with the composix kugel patch and had it removed during the procedure. The surgeon allegedly spent approximately two hours dissecting and removing the defective mesh. The patient also suffered from an obstructed bowel in the process. Addendum per legal complaint attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2008. It is also alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1) and the ventrio st(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated abdominal incisional hernia and scheduled for exploratory laparotomy repair with implant of composix kugel mesh (device #1). Per operative notes, "the hernia sac was separated. The peritoneum in the upper quadrant noted with the mesh (unknown) was intact. A bard composite dual (composix kugel - device #1) mesh, measuring over 20cm x 17 cm was used to reinforce the abdominal wall.¿ (B)(6) 2016, patient was diagnosed with incarcerated incisional hernia and scheduled for open repair with implant of ventrio st mesh (device #2). Per operative notes "the patient had gore-tex mesh (composix kugel - device #1) that had been placed several years earlier and this was protruded into the hernia and basically it was lying in the anterior aspect of the hernia sac¿ the gore-tex mesh has been removed. ¿I selected approximately 25 x 35 cm piece of ventrio st hernia mesh (device #2).¿ this was placed & sutured. (B)(6) 2016, patient was diagnosed with abdominal wound infection and underwent abdominal wound debridement. Per operative notes, ¿I debrided same very firm scar tissue that probably represented a portion of an old hernia sac.¿ (B)(6) 2016, patient was diagnosed with abdominal wound infection and underwent abdominal wound debridement. (B)(6) 2017, patient underwent abdominal wall debridement for an infected abdominal wall. "There was obvious draining in the superior aspect of the patient's midline wound. There was no piece of gore-tex mesh (device #1) that was nidus of the infection. It was dissected out in its entirety. At the inferior aspect of his open cavity abdomen with some exposed polypropylene mesh. This is an area about 4 x4 cm. Resected this portion of mesh. The remaining mesh was present and appeared to be covered by granulating layer and not exposed. (B)(6) 2017, patient was diagnosed with recurrent ventral incisional hernia with incarceration and underwent exploratory laparotomy with small bowel resection. Per operative notes, ¿we were able to take this dissection down to the area of chronic and acute inflammation with the previous mesh. Liberated the mesh from the wall and a little small bowel involvement was noted. As we removed the mesh from the right anterior abdominal wall, there were multiple areas of dense adhesions to non-coated synthetic mesh and lysing of adhesions. The small bowel now removed from the mesh. The mesh (device #2) was then removed from the anterior abdominal wall. Further lysis of adhesion was performed. After removing the mesh completely from the left to right and anterior abdominal wall, there was marked disruption of the peritoneal and posterior sheath precluding its use as a component separation.¿ a bowel resection was performed. "The surgical mesh was bought to the surgical field and secured." Attorney alleges that the patient had abscess, adhesions, small bowel obstruction, mesh migration, mesh shrinkage, pain, hernia recurrence, ring break, infection and emotional injuries.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient had a composix kugel implanted to repair a hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair defects associated with the composix kugel patch and had it removed during the procedure. The surgeon allegedly spent approximately two hours dissecting and removing the defective mesh. The patient also suffered from an obstructed bowel in the process. Addendum per legal complaint. Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2008. It is also alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1) and the ventrio st(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated abdominal incisional hernia and scheduled for exploratory laparotomy repair with implant of composix kugel mesh (device #1). Per operative notes, "the hernia sac was separated. The peritoneum in the upper quadrant noted with the mesh (unknown) was intact. A bard composite dual (composix kugel - device #1) mesh, measuring over 20cm x 17 cm was used to reinforce the abdominal wall.¿. (B)(6) 2016, patient was diagnosed with incarcerated incisional hernia and scheduled for open repair with implant of ventrio st mesh (device #2). Per operative notes "the patient had gore-tex mesh (composix kugel - device #1) that had been placed several years earlier and this was protruded into the hernia and basically it was lying in the anterior aspect of the hernia sac¿ the gore-tex mesh has been removed. ¿I selected approximately 25 x 35 cm piece of ventrio st hernia mesh (device #2).¿ this was placed & sutured. (B)(6) 2016, patient was diagnosed with abdominal wound infection and underwent abdominal wound debridement. Per operative notes, ¿I debrided same very firm scar tissue that probably represented a portion of an old hernia sac.¿. (B)(6) 2016, patient was diagnosed with abdominal wound infection and underwent abdominal wound debridement. (B)(6) 2017, patient underwent abdominal wall debridement for an infected abdominal wall. "There was obvious draining in the superior aspect of the patient's midline wound. There was no piece of gore-tex mesh (device #1) that was nidus of the infection. It was dissected out in its entirety. At the inferior aspect of his open cavity abdomen with some exposed polypropylene mesh. This is an area about 4 x4 cm. Resected this portion of mesh. The remaining mesh was present and appeared to be covered by granulating layer and not exposed. (B)(6) 2017, patient was diagnosed with recurrent ventral incisional hernia with incarceration and underwent exploratory laparotomy with small bowel resection. Per operative notes, ¿we were able to take this dissection down to the area of chronic and acute inflammation with the previous mesh. Liberated the mesh from the wall and a little small bowel involvement was noted. As we removed the mesh from the right anterior abdominal wall, there were multiple areas of dense adhesions to non-coated synthetic mesh and lysing of adhesions. The small bowel now removed from the mesh. The mesh (device #2) was then removed from the anterior abdominal wall. Further lysis of adhesion was performed. After removing the mesh completely from the left to right and anterior abdominal wall, there was marked disruption of the peritoneal and posterior sheath precluding its use as a component separation.¿ a bowel resection was performed. "The surgical mesh was bought to the surgical field and secured.". Attorney alleges that the patient had abscess, adhesions, small bowel obstruction, mesh migration, mesh shrinkage, pain, hernia recurrence, ring break, infection and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. As to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration date and manufacture date for the composix kugel mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this is an addendum to the initial MDR to document additional information provided by the patient's attorney. The updated information is limited to the addition of a bard/davol ventrio st. Addendum #3: this supplemental MDR is submitted to document additional information provided: based on the information provided, no conclusions can be made as to the extent to which the composix kugel mesh may have contributed to the patient¿s postoperative course. This is a patient with a complex medical/surgical history significant for obesity, colon cancer and multiple abdominal surgeries, including previous hernia repair. Medical records indicate the composix kugel mesh was explanted during the 2016 procedure. However, following this procedure the patient developed an abdominal wound infection and during a subsequent debridement procedure in 2/2017 it is noted that a piece of ¿gore-tex¿ mesh was removed, indicating that a remnant portion of the composix kugel mesh was later explanted. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." Addendum #4: h11: this supplemental MDR is submitted to correct the expiry date and imdrf annex b code. Corrected fields: d4 (expiry date), h6 (annex b code). This supplemental emdr represents the composix kugel mesh (device #1). An additional supplemental emdr was previously submitted to represent the ventrio st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. With the current information available, no definitive conclusion can be made. As to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient had a composix kugel implanted to repair a hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair defects associated with the composix kugel patch and had it removed during the procedure. The surgeon allegedly spent approximately two hours dissecting and removing the defective mesh. The patient also suffered from an obstructed bowel in the process. The attorney alleges the patient has suffered and will continue to suffer physical pain, and was seriously and permanently injured.